Event description:
Device malfunction: cuff miss. Time of device malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported on a mandatory medwatch report that "the perclose proglide was deployed in the pt. During step 3, no sutures from the end of the device were present. The device was removed and a new one was inserted and deployed. No harm to the pt." Customer report source was contacted and the following add'l info was rec'd; "when the plunger was pulled back, no suture was present; "cuff miss". No add'l info was provided.

Manufacturer narrative:
The device is being held by the user facility and will not be returned for eval per the hospital's policy and procedure. A review of the device history record for this lot did not produce any findings relevant to this report.